Manufacturer narrative:
Visual analysis of the set screw showed abnormal rod indentations/ chattering around the surface. A review of complaint history records was performed and there were no similar complaints identified. The set screw did not have "windshield wiper" witness marks on its interior surface, which indicates that the rod was not properly reduced. A properly reduced set screw should have pronounced radial witness marks, or "windshield wiper" marks, on its surface. If a rod is not fully reduced into the screw head during final tightening, it could compromise the capture mechanism of the implant, leading to migration.

Event description:
A physician reported that an everest atr set screw disengaged from the tulip of the pedicle screw approximately 1 to 3 months after implantation. The patient experienced leg pain six weeks after surgery. The patient has been revised.

Manufacturer narrative:
Section b and h.1 were updated to reflect new patient information. D.5 and d.6 were updated to reflect implant and explant dates. Section d.4, d.9 and h.3 were updated to reflect product return.

Event description:
A physician reported that an everest atr set screw disengaged from the tulip of the pedicle screw approximately 1 to 3 months after implantation. The patient experienced leg pain six weeks after surgery. The patient has been revised.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that an everest atr set screw disengaged from the tulip of the pedicle screw approximately 1 to 3 months after implantation. It is not known if revision surgery is planned.